Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that he customer had two diabetes ketoacidosis episodes and went to the hospital. The caller stated that they have a very busy life and it's hard for them to go to group training sessions. He also mentioned that the customer had staph infection in the belly. The husband stated that the customer has not been using the soft sensors since past september; her blood glucose has been in the 120's and at times was in the 300's mg/dl range. No further information was provided.